Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery, displacement and motor tests. There was no motor error alarm and no unexpected no delivery alarm on the device. The insulin pump was received with scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was over 600 mg/dl. Customer experienced ketones and treated their high blood glucose with shots of novo log. Customer experienced an asthma episode which may have been related to high blood glucose levels. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the motor error alarm occurred during a bolus delivery. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received multiple motor error alarms in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.